Event description:
It was reported that during equipment testing conducted at the user facility after the sterilization process the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
The reported leaking was confirmed by a manufacturer repair technician through visual inspection. The presence of fluid inside a device can lead to the reported event and can be caused by improper or non-recommended cleaning procedures; however, this was not directly able to be confirmed.

Event description:
It was reported that during equipment testing conducted at the user facility after the sterilization process, the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.